Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer contacted the technical service engineer via telephone for assistance concerning the halo's drifting and rotating on its own. No errors or system messages were observed. Despite redocking and attempting to adjust the remote center, the reported issue persisted. The surgeon is proceeding with the surgical procedure without further troubleshooting. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Centering feature was not enabled when system was in use. Requiring re-adjustment at times during procedure. Service performed to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.